Event description:
Caller states that a patient reportedly received the following results on a roche meter, compared to lab results, within 10 minutes: 157 mg/dl (aviva) and 45 mg/dl (lab) customer was fasting at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer states that the strips have been thrown away. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.